Manufacturer narrative:
No conclusion code available. The reported complaint of setscrew missing was confirmed. Analysis of the device header did not find any signs of the setscrew being removed in the field. A manufacturing anomaly may have occurred that resulted in the device shipping without a setscrew.

Event description:
It was reported that the patient presented for an implant procedure. At the time of implant, the lead fixation set screw was not present with the pulse generator. A different pulse generator was implanted instead. The patient was stable.

Manufacturer narrative:
Correction: the reported complaint of setscrew missing was confirmed. Device was received without the setscrew in the connector block. Information from the coordinator states the device was originally implanted, which means the setscrew was present in the device at that time. Another procedure took place in the field at a later time, where the device was explanted and then attempted to be re-implanted, when the setscrew became missing during that procedure. The missing setscrew is consistent with a user related issue that occurred in the field.

Manufacturer narrative:
This supplemental report is to correct the previously reported information as to the implant date. The implant date was originally reported to be (B)(6) 2017 when, in fact, correctly reported it was (B)(6) 2014.